Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The customer reported that, "I would like to contact you to find out how to return the implant? This is a stanmore implants ¿femoral knee with epiphysis¿ total sliding knee prosthesis, reference mkfe/rstd, lot no. A32014."